Event description:
It was reported that the health care professional (hcp) requested a review of device as there is an episode stored with in incorrect number and the device displayed a battery depletion code. Ts discussed a patient data code. An analysis of device data was requested. Ts discussed a device data corruption, but noted the device appears to be operating appropriately with normal battery and device operation. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received, this s-ICD was explanted and successfully replaced. No additional adverse patient effects. This product has not returned.

Manufacturer narrative:
Device memory analysis identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment. These particles typically arise from therapeutic ionizing radiation, naturally occurring high energy particles/cosmic rays, or radioactive decaying materials. In most cases the s-ICD is able to detect and self-correct to maintain primary operation.

Manufacturer narrative:
Device memory analysis identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment. These particles typically arise from therapeutic ionizing radiation, naturally occurring high energy particles/cosmic rays, or radioactive decaying materials. In most cases the s-ICD is able to detect and self-correct to maintain primary operation.

Event description:
It was reported that the health care professional (hcp) requested a review of device as there is an episode stored with in incorrect number and the device displayed a battery depletion code. Ts discussed a patient data code. An analysis of device data was requested. Ts discussed a device data corruption, but noted the device appears to be operating appropriately with normal battery and device operation. This s-ICD remains in service. No adverse patient effects were reported.